Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, a hole in the balloon was noted. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: product investigation: the returned cre wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the balloon. Functional examination was performed, the balloon was inflated without any problem; however, it was not able to hold the pressure as the balloon had a pinhole located approximately at 70 mm from the tip of the device which was confirmed during microscopic analysis. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole in the balloon. Therefore, the most probable root cause is an adverse event related to procedure.